Manufacturer narrative:
Immucor technical support assessed the test well images of the testing in question by a remote electronic connection method on (B)(6) 2016. The visual well images were consistent with the generated results from the instrument. The immucor laboratory tested retention product on (B)(6) 2016, which performed as expected. The immucor laboratory also tested the returned blood sample from the customer site with retention product on (B)(6) 2016 and (B)(6) 2016, the testing outcomes of which were consistent with what was seen by the customer site, i.e. Unexpected negative.

Event description:
On (B)(6) 2016, a customer reporting an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument, when tested on (B)(6) 2016.